Event description:
Employee was shocked when turning on the viewbox. Upon inspection of this device, it appears this device had a mfg defect that caused a "hot" wire from one of ballasts to be pinched by an internal star washer and case screw. Two distinct "scorch" marks were noted in the interior of the viewbox, evidence of an electrical arc.